Event description:
The pt felt like the implantable neurostimulator was burning her when she recharged the battery. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.